Event description:
It was reported that there was a loss of image on the left monitor of the 9800 sys. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.